Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had unacceptable thresholds, low impedance, and the unipolar impedance measured higher than the bipolar impedance. An occluded subclavian vein prohibited placement of a new lead. The atrial was capped and a single chamber device was implanted. No patient complications have been reported as a result of this event.